Event description:
Customer reports headaches & sinus inflammation. Md seen. The customer received an unspecified antibiotic and was recommended to discontinue use of the soclean device.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU).

Manufacturer narrative:
The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.